Event description:
It was reported that during a meniscal repair surgery a needle broke inside the scorpion plier and remain lodged inside the forceps, which prevents new needles from being inserted and, as a result, renders the device unusable. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.